Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt underwent a pump exchange for suspected thrombus to a total artificial heart (tah). The pt also required extracorporeal membrane oxygenation (ECMO) support. It was also reported that a few weeks prior the pt was admitted with a myocardial infarction (mi). A few days later his lactate dehydrogenase (ldh) was reported as "hemolyzed." Cath-all natives and grafts occluded and the pt was completely dependent on the pump. There was right sided heart failure noted as well as lvad thrombosing, requiring high dose heparin. (The pt had a history of gi bleeding.) The pt developed pulmonary edema. There were speed drops noted, along with power fluctuations and low pi readings that were out of the expected range for this particular pt. The pt remains ongoing with the new lvad. (B)(4).

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.